Event description:
It was reported that the ilet user believed the pump was not delivering insulin as expected, with blood glucose reaching 341 mg/dl; the user changed supplies twice, verified no visible infusion set defects, and had been using meal announcements as corrections before receiving education on proper meal announcement procedures and basal impact. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure, and relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.